Manufacturer narrative:
The pt did not have any radiating symptoms related to the malpositioned implant. Based upon the complaint info and investigation, as well as review of the surgeon training manual and (B)(4), the most probable root cause is improper placement of the implant. Late reporting of this adverse event is addressed under CAPA# (B)(4).

Event description:
The surgeon performed a right si joint fusion by replacing iliosacral screws with three ifuse implants on (B)(6) 2009. A post-op CT scan showed that the proximal of the three implants had broached the ala of the sacrum anteriorly. The pt did not have any radiating symptoms related to the malpositioned implant. The implant was removed and re-implanted in a slightly different position on (B)(6) 2008. The pt has done relatively well post-operatively. She has less complaints of si pain. She has no radiating numbness, tingling, or weakness or new pain in her lower extremities.